Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
Customer reported the an out of box failure. Customer attempted to install the unit and when powered on the sensors came on with error code message of machine and proximal pressure sensors failed. Customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received v60 ventilator for evaluation. Visual inspection of the returned ventilator revealed no signs of damage or contamination to the exterior of this unit. Fi technician boot up the unit into diagnostic mode and downloaded the diagnostic log. Fi technician observed multiple error codes were identified in the log. Fi technician opened the unit and no signs of damage or contamination found inside the unit; however, the data acquisition (da) to the motor controller (mc) board cable was partially disconnected at the mc board j2 connector. Fi technician re-seated the cable and the problem was resolved. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported issue is due to a loose da to mc board cable at the mc board j2 side of this unit.

Manufacturer narrative:
Updated.